Manufacturer narrative:
Account reported the event occurred the week of (B)(6) 2018 therefore, the best estimate of the date of the event was used. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Manufacturing date is year 2012. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Account reported that patient experienced a capsular tear. The event occurred during the week of (B)(6) 2018. Request for information has been done however, no info has been received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4).